Event description:
This patient had a groshong catheter placed by a surgeon on 3/16/92. The catheter was placed to administer chemotherapy. Originally it was reported that the catheter was fine, then the experienced pain at the site. Folloeing a check with x-ray contrast medium, the catheter was felt by the doctor to have leak. The catheter was removed. During the removal the catheter tore in half. Both the oncologist and surgeon felt the catheter was defective. The catheter was given to the manufacturing representative. The patient was discharged from the hospital without further delay following the completion was of his chemotherapy. Although originally reported to the mdsa hospital representative, there was no evidence of injury of harm to the patient. However, on 3/14/92 the hospital received a civil summons from the patient against the hysician, manufacturer and the hospital. After reviewing the medical record, it was discovered the patient had had subsequent admissions for cellulitis at the catheter site associated with chemotherapy (adramycin and vincristine) being administered under the skin due to the catheter leak. For that reason, this report is being filed at this time.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.